Manufacturer narrative:
H3, h6: one aircast venapro system was returned for evaluation. Both pumps tested good for 8 hours. The reported problem was not confirmed.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the unit was overheating during charging. There is no indication that there was patient harm. No further information has been provided.